Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, fluid build-up around hip joint, lack of mobility, metal poisoning, and metallosis a review of invoice history confirms all surgery dates and that the modular head, acetabular cup and taper insert were removed and replaced during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to pain and further noted that the gluteus muscle was fibrotic and the presence of debris and a remnant of piriformis. The taper adapter was cold welded to the morse taper and would not disengage. The modular head, taper adapter and acetabular cup were removed and replaced. Additional information received as a result of further follow up indicates that a left hip revision procedure occurred on (B)(6) 2010 due to pain. The acetabular components and modular head were removed and replaced. It was further reported that the implants appeared to have little to no damage.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, fluid build-up around hip joint, lack of mobility, metal poisoning, and metallosis a review of invoice history confirms all surgery dates and that the modular head, acetabular cup and taper insert were removed and replaced during the right hip revision procedure. No left hip revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 6 of 7 mdrs filed for the same patient (reference 1825034-2014-01278 / 01282, 1303 and 01304).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2007 and right total hip arthroplasty on (B)(6), 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6), 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, fluid build-up around hip joint, lack of mobility, metal poisoning, and metallosis a review of invoice history confirms all surgery dates and that the modular head, acetabular cup and taper insert were removed and replaced during the right hip revision procedure. No left hip revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the november 4, 2013 right hip revision operative report noted the revision was due to pain and further noted that the gluteus muscle was fibrotic and the presence of debris and a remnant of piriformis. The taper adapter was cold welded to the morse taper and would not disengage. The modular head, taper adapter and acetabular cup were removed and replaced.